Event description:
On (B)(4) 2014, the reporter contacted lifescan USA, alleging does not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). The patient¿s meter has been returned on 5/6/2014 and evaluated by lifescan product analysis on 6/17/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.